Event description:
It was reported that the pulse generator had issued a false alert for battery depletion. No patient symptoms were reported. The device was explanted and replaced on an unknown date.

Manufacturer narrative:
Final analysis confirmed complaint of false alert for battery depletion device was received above elective replacement indicator. Analysis confirmed false elective replacement indicator, due to electro cautery during device implant.

Manufacturer narrative:
(B)(4)